Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was urine leakage found from the urethral meatus because the catheter was twisted and the drainage lumen was occluded. The patient allegedly developed a fever afterwards. The catheter was discarded and replaced.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "precautions for use since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely." (B)(4). The device was not returned.

Event description:
It was reported that there was urine leakage found from the urethral meatus because the catheter was twisted and the drainage lumen was occluded. The patient allegedly developed a fever afterwards. The catheter was discarded and replaced.